Manufacturer narrative:
The surgeon is performing a revision surgery only due to cosmetic repair and reconstruction for the patient. There is no indication that the unit did not function as designed or intended. The user facility is foreign; therefore, a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File 2 of 2.

Event description:
A planned revision surgery for cosmetic repair.